Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller was guided through the process. After the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session.